Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
The patient had left knee revision on (B)(6) 2024. A poly swap with no surgical delay related to the event. The reason for the revision was due to the patient being loose medially in flexion of the knee. The surgeon decided to swap out the cr fb insert for a ms fb insert. He also put an arthrex internal mcl brace in the patient. Date of implant was (B)(6) 2024. The instability was not related to polyethylene wear. There was no reported malposition of the components that led to the instability. The components were not undersized. There was no excessive resections of the femur or tibia that led to the instability and the joint line was not changed that led to the instability.

Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.